Event description:
Reporter alleged discrepant back to back blood glucose results of 312 mg/dl back to back with a result of 136 mg/dl when testing was performed 2 minutes apart on the aviva system. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement prodouct was sent.

Manufacturer narrative:
Additional medical therapy: baby aspirin since 2007.